Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 99% stenosed, 15mmx2.25mm target lesion was located in the severely tortuous and severely calcified distal left circumflex artery(lcx). After pre-dilation was performed with a balloon catheter, a 16x2.25mm promus premier¿ stent was advanced to treat the lesion. However, resistance was noted and the device was unable to cross the lesion despite several attempts were made. While removing the device from the patient, resistance was encountered. The physician then noted that the stent was dislodged inside the blood vessel. The dislodged stent was successfully removed with the use of a snare. The procedure was completed with a 2.25x15mm non-bsc stent. No patient complications were reported and the patient's status was good.